Manufacturer narrative:
Unit alarmed after battery change causing to rest pump due to faulty board. Unit function properly during rewind basic occlusion, occlusion, prime, the excessive no delivery, self test and displacement test. No excessive no delivery alarm noted during testing. All operating currents were within the specification. No unexpected low battery or off no power alarm noted. Pump received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple restart alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarms are occuring during normal use. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.